Event description:
A customer reported that during a procedure, a cannula became loose and shot into the eye, resulting in a posterior capsule tear, left eye. A vitrectomy was performed.

Manufacturer narrative:
There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).